Event description:
MFR's rep reported the pt had "a piece of dislodged intrathecal catheter freely floating in the intrathecal space." An MRI was done and reported as negative. The pt had a catheter revision done "due to the dislodged catheter piece." After the surgery, the pt developed neurological deficits to the extremities. The caller did not have any further info regarding the pt, model, or device serial number.